Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by communication issue. The technical service engineer verified that no other findings were available from the device. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had medications that had a communication failure, cubie was not communicating. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.